Event description:
Patient was revised for unknown reasons.

Manufacturer narrative:
No 510k# submitted as depuy orthopaedics sells a similar product (or the same product with a different product code) in the us. The correction/removal reporting number listed applies to the corresponding product code sold domestically. The asr platform was voluntarily recalled from the market in (B)(6) 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Manufacturer narrative:
This investigation remains closed, as the added information (patient identifier, dob, and sex) does not change the outcome.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should the additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Reason(s) for revision: alval / soft tissue reaction

Manufacturer narrative:
New etq record created in order to update etq (legal system) complaint number (B)(4). Reason for original complaint. Asr revision bi-lateral. Asr xl acetabular system (right). Update from (B)(4)'s spreadsheet 28 oct 2011: date of revision, products, description added update: left hip implanted (B)(6) 2004 and to be revised in (B)(6) 2012, awaiting confirmation regarding revision. Received from (B)(4)'s (B)(6) 2011. Update: confirmation received from (B)(6) 's regarding products revised. Stem and patient information added, email received (B)(6) 2012. This dint is for revision of right hip, please see (B)(4) for left hip revision. Update 21jun2017: additional information received. Reason(s) for revision: alval / soft tissue reaction. Updated doi and dor field and manufacturing dates has been updated as well. This complaint was updated on jul 04, 2017. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.